Event description:
It was reported that there was a potential performance issue. The lead was returned to the manufacturer, analyzed, and tested out of specification. Follow-up has been initiated to clarify the nature of any performance issues. If any additional performance information is received, it will be submitted via a supplemental report. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6935m55 lead, implanted: (B)(6) 2012; 407645 lead, implanted: (B)(6) 2006; 638bl32 heart band, implanted: (B)(6) 2011. (B)(4). Evaluation summary: the outer insulation of the lead developed a breach due to esc (environmental stress cracking) while in vivo; full lead in segments returned and analyzed.

Manufacturer narrative:
(B)(4).

Event description:
Follow-up with the physician's office determined that the only performance issue was with a competitor lead.